Event description:
(B)(4). I started with stabbing pain in both sides of my pelvis then it turned into an aching lower back and cramping pelvic area. Some of the pain so bad it makes me throw up and I'm taking daily painkillers. I will be having a hysterectomy on (B)(6) to remove my uterus will be in tubes and cervix.